Event description:
It was reported that "the balloon would try to augment then the pump would give helium loss alarm." The dr decided to remove the balloon and leave the sheath in situ for another attempt with a new balloon. The balloon was caught as he was removing it and kinked on the sheath, so he cut it to aid removal. The patient appeared to be stable therefore dr did not insert another balloon. There was no report of patient complications, serious injury, and death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that "the balloon would try to augment then the pump would give helium loss alarm." The dr decided to remove the balloon and leave the sheath in situ for another attempt with a new balloon. The balloon was caught as he was removing it and kinked on the sheath, so he cut it to aid removal. The patient appeared to be stable therefore dr did not insert another balloon. There was no report of patient complications, serious injury, and death.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of iab helium loss alarm is confirmed based on the customer picture provided with the complaint report. Additionally, according to the event details, the "dr then decided to remove balloon and leave sheath in 'situ' for another attempt with a new balloon. The balloon was caught as he was removing it and kinked on the sheath, so he cut it to aid removal." As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that "the balloon would try to augment then the pump would give helium loss alarm." The dr decided to remove the balloon and leave the sheath in situ for another attempt with a new balloon. The balloon was caught as he was removing it and kinked on the sheath, so he cut it to aid removal. The patient appeared to be stable therefore dr did not insert another balloon. There was no report of patient complications, serious injury, and death.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was connected to the short driveline tubing, no damage or abnormalities were noted to the inflation driveline tubing. The long arterial pressure tubing was noted connected to the iabc luer; spots of dried blood were noted within ap tubing. The bladder was fully unwrapped. The distal end of the bladder was noted no longer attached to the iabc distal tip upon receipt of the sample. Under microscopic inspection, no damage was noted to the distal tip of the bladder membrane; all balloon material was present and evidence of previously adherence of the iabc bladder to the iabc distal tip was noted. The iabc central lumen within the flex-tip assembly area was noted damaged; the flex tip assembly was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 76.5cm from the iabc luer end. The iabc distal tip, including flex-tip assembly, was not returned with the sample. The fos fiber was noted broken at approximately 79.2cm from the iabc luer end. A bend to the iabc central lumen was noted at approximately 51.3cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted present within the iabc helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The customer photo was reviewed; the photo showed an iabp recorder strip with an alarm printout that showed "helium loss 3, subcode ", which is consistent with the reported event. Additionally, the product complaint form (pcf) stated that the "dr decided to remove the balloon and leave the sheath in "situ" for another attempt with a new balloon. The balloon was caught as he was removing it and kinked on the sheath, so he cut it to aid removal". As a result, an in-service has been requested/completed to review the instructions for use (IFU) with the customer. With this in-formation and the combined damages (iabc distal tip was noted no longer attached to the iabc bladder and the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly) noted upon return, it could not be confidently determined which damage occurred first or which damage may have resulted from removing through the sheath. The instruc-tions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key was connected to the iabp. The cal key was recognized. The fos connection was unable to be tested due to the returned state of the device. Upon further checking the remaining length of the fos fiber, the fiber was confirmed broken at previously noted fiber break at approximately 79.2cm from the iabc luer end. No other fiber breaks were noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe despite the inner cannula separation from flex-tip assembly. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane. The leak noted from the distal tip of the bladder is consistent with the previously noted damage/bladder detachment from the iabc distal tip. The iabc was leak tested again, with the distal tip of the bladder clamped off, and a leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate and the appearance of the adhesive is consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the damaged/separated end of inner cannula. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen at the location of the inner cannula separation. No blood or debris was not-ed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon would try to augment then the pump would give helium loss alarm" is confirmed. During the investigation, an external leak was confirmed from the iabc bifurcate fos adhesive. Furthermore, the iabc distal tip was noted no longer attached to the iabc bladder and the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The iabc distal tip including flex-tip assembly was not returned with the sample. It could not be confidently determined which damage occurred first; however, the most potential probable cause of these damages is due to the user technique of the device removal. Unrelated to the complaint, according to the complaint intake form, the iabc was pulled through the sheath during the event. As a result, an in-service has been requested/ completed to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.